Event description:
A surgeon reported that while trying to suture an intraocular lens (iol) during implantation, the haptic broke. He was able to remove part of the lens, but had to leave some remnants and closed the eye, with intentions of returning to surgery at a later date to remove the remnants and implant a new iol. In a follow up, the surgeon's head technician reported that the patient was taken back to surgery on another day. A vitrectomy was performed, the remaining lens remnants were removed, and anterior chamber iol was implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).